Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50 serial number: (B)(6) batch/lot number: 16545652 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2316-50 serial number: (B)(6) batch/lot number: 16420788 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI); (B)(4). Model number/catalog number: sc-4318 serial number: na batch/lot number: 17186955 model/catalog description: clik anchor unique identifier (UDI); (B)(4). Model number/catalog number:sc-3400-30 serial number: (B)(6) batch/lot number: 16167857 model/catalog description: splitter 2x8 kit-sterile unique identifier (UDI); (B)(4). Model number/catalog number:sc-3400-30 serial number: (B)(6) batch/lot number: 16232584 model/catalog description: splitter 2x8 kit-sterile unique identifier (UDI); (B)(4).